Event description:
The user facility reported that they came into the room where their system 1e processors are located and observed an approximate three foot puddle of water on the floor. No procedural delays/cancellations, no injuries or property damage was reported.

Manufacturer narrative:
A steris technician arrived at the location and observed the system 1e processors in use. The reported water puddle had been cleaned up and the technician stated there was a floor drain nearby. The leaking was reported as coming from various connection points on the processor. The steris technician had been onsite the prior day servicing the processors and did not adequately tighten these connections. The user tightened the connections at the time they observed the leaking water. The steris technician confirmed the connections were tight, ran a diagnostic cycle and placed the units into service. No further issues have been reported.